Event description:
Three days following the insertion of this trapease inferior vena cava filter (ivc), a cat scan (CT) showed that the filter had migrated past the level of the pulmonic valve into the pulmonic outflow. The pt is a male. The indication for the filter insertion was a pulmonary embolism (pe), which was discovered by at chest CT. There was a contradiction to anticoagulation secondary to significant lower gastrointestinal (gi) tract hemorrhage. The pt had the ivc filter placed via a right femoral vein access in 2007. The ivc was measured at 26mm. There was no thrombus present at the delivery site pre or post filter insertion. The filter was deployed in the infrarenal ivc with no difficulty. Another CT was performed the following day, and showed good positioning of the filter. Two days later, the pt complained of shortness of breath and another CT showed that the filter had migrated. The pt was transferred to another facility and attempts to retrieve the filter via percutaneous approach were unsuccessful. Subsequently, the pt underwent thorocotomy to remove the filter from the ivc. The pt reportedly suffered damage to the pulmonic valve and also a right ventricular infarct.

Manufacturer narrative:
The product is not available for evaluation and testing. Add'l info to be submitted 30 days upon receipt.